Manufacturer narrative:
Upon receipt to the (B)(4) laboratory, resistance and pressure testing was performed to verify electrical and insulation integrity. Measurements throughout these tests were normal. The helix failed to extend, likely due to dried body fluid in the mechanism. Analysis concluded the lead was electronically within specification. Based upon the clinical observation and the laboratory findings, it was determined that body fluid inside the helix housing caused the irregularity in helix function.

Event description:
Boston scientific crm received information that during the implant procedure, the same puncture site was used to introduce both the atrial and ventricular leads. As this atrial lead was advanced through the 8-fr introducer, difficulty was encountered and the lead could not be advanced. It had become crushed between the other introducer with the right ventricular lead. Difficulty was encountered advancing this lead and also removing the lead in the introducer. Next, a 9-fr introducer was used; the lead was positioned and subsequently dislodged. A second attempt to position the lead was made however the lead's helix would not extend. The lead was removed, replaced and returned for analysis. The lead was successfully replaced with a non-boston scientific crm lead. No adverse patient effects were reported, however the procedure time was extended due to the issues encountered.

Event description:
- -

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed in an attempt to determine the root cause of this event.